Event description:
Abbott point of care is filing the cited field action on 08/25/2010 as per the recommendation of the FDA investigator. This field action was previously completed, effectiveness checks performed and no further action will be taken with end use customers as the products associated with these two actions are now expired. Abbott point of care product associated with the action expired 2008. I-stat ctnl cartridges 06f15-04; I-stat bnp cartridges 06f30-01, 06f30-02; I-stat ck-mb cartridges 06f25-01, 06f25-02. This action will be conducted in co-operation with the u.s food and drug administration.

Manufacturer narrative:
Details will be provided to the u.s. Food and drug administration district office. During the (B)(4) FDA inspection conducted between july 19 and august 11, 2010, abbott point of care (apoc) and the investigator discussed a 2006 field action that apoc had determined at that time to be recordable per 21 cfr 820 and its then-applicable risk evaluation procedure. Per the recommendation of the investigator, apoc is now reporting this action per 21 cfr 806. Apoc product action number (B)(4). Device manufacture date: 2007-2008.